Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the canister. Tandem technical support cts assisted caller with filling tubing to push air out of cartridge. Customer¿s blood glucose level was 372 mg/dl.